Event description:
Caller reported blood glucose results of 369 mg/dl and 130 mg/dl on mobile system 1, 110 mg/dl on mobile system 2 within 10 minutes. The same lot of strips was used in both meters. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.